Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "brown stains were observed inside the packaging of the blood sampling tubes. Cap of the tubes were affected."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "brown stains were observed inside the packaging of the blood sampling tubes. Cap of the tubes were affected."

Manufacturer narrative:
Investigation summary: mat: 367962. Lot number: 2080691. Bd received 1 photo from the customer in support of this complaint. A visual examination of photo was performed and revealed foreign matter on the hemogard closure assembly of the tube. There is a brown stain that is on the hemogard closure assembly. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.